Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated the machine has been thrown away. There was no report of patient harm or injury. The manufacturer is submitting as an initial final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously stated the machine has been thrown away. There was no report of patient harm or injury. The manufacturer is submitting this report as non-reportable event. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.